Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. During a preventive maintenance (pm), the stm took the side cover off and adjusted the cable so that it was not caught inside the reel anymore. This freed the cable and it will now retract. The stm completed the pm. The unit was within calibration specs. Functional testing and safety checks were performed to factory specifications. The iabp was returned to the customer for clinical use. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported by customer's biomed that during routine check, the ac cord in the cardiosave intra-aortic balloon pump (iabp) will not retract. There was no patient involvement.